Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.  Based on abnormal sample aspiration alarms and since the calibration, qc, and instrument check were acceptable, the issue was determined to be consistent with a pre-analytic or sample handling issue.

Manufacturer narrative:
The calibration, qc, photometer check, and cell blank measurement results were acceptable. This event occurred in (B)(6).

Event description:
The initial reporter received questionable chol2 cholesterol gen.2 results for one patient from the cobas 8000 c702 module. The initial result was 570 mg/dl. The repeat results were 230 mg/dl and 232 mg/dl. The questionable result was not reported outside of the laboratory. The reagent lot number was 480324. The expiration date was requested but was not provided.